Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances in the right ventricular (rv) lead, measuring above 125 ohms. Technical services (ts) reviewed the event and recommended to increase the daily measurements (dm) to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.